Event description:
Sales rep reported that an operator hung a wrong bag on a station, resulting in the composition of tpn solutions being different from the prescribed formulas. An update: the assistant director of pharmacy for this facility reported that the bags were hung correctly and that they were connected to the wrong leads on the transfer set. This resulted in the compounding of solutions containing excess dextrose causing hyperglycemia in two neonatal pts. There have been no apparent sequelae. Ten adult pts received tpn with lower than prescribed dextrose concentration with no issues at all. He stated that the hospital has no doubt that the sole cause of this event was user error and that the unit performed as expected. He will send the unit to product services for eval. But this has not yet been done.